Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire coating issue occurred. The target lesion was located in the left anterior descending artery (lad). A 185cm forte guide wire was successfully advanced and placed at the target lesion. After removal of the forte guide wire the distal tip of the guide wire appeared to be damaged with no coating present on the tip but was securely attached to the body of the guide wire. The guide wire was removed with no issues and intact. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).